Event description:
Report received of difficulty administering radioisotopes through the clave port. The incident occurred as a pt was undergoing a stress test. An abbott primary piggyback set was connected to a peripheral IV catheter (unknown gauge size). A medex 3-way stopcock (list and lot number unknown) was connected to the distal clave port on the primary set. Upon attempting to inject the radioisotope, the staff observed that fluid would not pass through the clave port. The primary set was replaced and the pt's test was restarted. The customer stated that although the pt was inconvenienced by the delay, no adverse pt event resulted due to this incident. Add'l pt info was requested, but no further info was available.